Event description:
A (B) (6) male patient contacted zoll lifecor customer support to report that he had been receiving excessive gong alarms. Patient's download revealed numerous "check therapy pad" notifications. The patient was sent a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt (B) (4) and monitor (B) (4) have been completed. The reported problem (excess "check te pad" messages) has been confirmed. The cause for the "check te pad" messages was a bent treatment pin in the monitor. The bent treatment pin prevented proper mating with the electrode belt connector. The bent treatment pin prevented proper operation of the therapy pad skin contact sensing circuit, causing the device to alarm for te pad falloff. The root cause of the bent pin cannot be positively identified. No adverse event resulted from the bent treatment pin. The patient received a replacement monitor.